Event description:
Customer reported that he was hospitalized due to diabetes ketoacidosis. The blood glucose reading at the time of the admission was 1200 mg/dl. Customer stated he experiencing symptoms such as vomiting, body shutting down and gallbladder issues. Customer was found semi-conscious by his sister. Hospital treated with IV. Customer reported he received no delivery alarms and motor error alarms on his insulin pump and was trying to change his infusion set at the time of the incident. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.